Event description:
The customer reported that woke up not feeling well at 12:24 am. His blood glucose was at 359 mg/dl. When he removed the pod, he noticed that the cannula was bent.

Manufacturer narrative:
The device as not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.